Event description:
On (B)(6) 2017 the lay user/reporter contacted lifescan (B)(4) alleging that her onetouch ultraeasy meter was reading inaccurately high compared to her feelings. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that she purchased the subject device approximately meter 2 ½ months ago, and felt that her post-dinner results were high (between 170 to 180 mg/dl) compared to her feelings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that based on the meter results, her doctor advised her to take 25 units of insulin (novorapid) each day before dinner, which she had been following for the past 15 days. The patient stated she was hospitalized for gestational bleeding from (B)(6) 2017 and continued with the 25 units of novorapid. On (B)(6) 2017 a blood glucose test performed after dinner, using a hospital meter, gave a result of 80mg/dl. On (B)(6) 2017 around 1:30am the patient developed symptoms of shivering and sweating. The hospital nurse monitored her blood glucose levels using the hospital meter and the result was 47mg/dl. The patient did not specify what treatment if any she received due to the alleged meter issue. At the time of discharge from hospital on (B)(6) 2017 the patient¿s hcp reduced her dose of nova rapid insulin from 25 units to 10 units. At the time of troubleshooting, the csr noted that the meter was set with the correct unit of measure and the test strips were stored correctly and within expiry. The csr also noted that the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.